Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level between 50-60 mg/dl due to needing settings adjustments. During troubleshooting with tandem technical support, customer adjusted settings to desired levels. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting for low bg; however, no response was received.